Manufacturer narrative:
Block h6: device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during a peroral endoscopic myotomy procedure performed on (B)(6) 2025. During the procedure, the physician was unable to transfer the suture. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during a peroral endoscopic myotomy procedure performed on (B)(6) 2025. During the procedure, the physician was unable to transfer the suture. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor. Block h11 the returned overstitch endoscopic suture system was analyzed. A visual inspection and a functional test were performed. The device was returned without any visual damages, regarding the functional test no damages were found, the anchor exchange was able to pass the anchor to the needle body and was able to receive the anchor. It was unable to confirm the reported event. Based on all gathered information, the probable cause selected is no problem detected, since the analysis of the available information and product analysis of the returned device did not identify any evidence of either the alleged issue(s).